Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm, no excessive no delivery alarm and no failed battery test noted. Motor passed motor test. Device received with stripped battery cap coin slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and no delivery alarm. Customer's blood glucose level was unknown. Customer also stated that the battery cap was damaged. The device will not be returned for analysis.